Manufacturer narrative:
During investigation of the returned generator, the ac power was applied to the generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation and testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. Review of the generator logs was performed and no issues were found with the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Related manufacturer reference: 2182269-2018-00144. During an ablation procedure, a patient burn occurred. The patient experienced a burning pain at the grounding pad location and the procedure was stopped. Blisters were noted around the perimeter of the grounding pad located on the lateral hip. There were four blisters with varying sizes. The pad was removed and a new grounding pad was placed on the opposite side of the body on the same area. The lesion was then able to be completed with no additional issues. The burn was treated with triple antibiotic ointment with padded tegaderm and the patient is being followed.